Event description:
The pt experienced shocking at the pocket site. It was not possible to check impedances due to the shocking sensation. The ins indicated a low battery. Further info is being requested at this time.

Manufacturer narrative:
(B)(4).